Manufacturer narrative:
Result of investigation: the reported customer issue of "transducer fault" was confirmed by vyaire's failure analysis team through the events log and duplicated during the functional check. A replacement of the defective product was sent to the customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.